Event description:
A malfunction was reported due to a continuous glucose monitor (cgm) error identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, guiding the customer through the process. Following the reset, the cgm error did not reappear, and the customer was able to successfully start a new sensor session.